Event description:
It was reported that the high flow insufflation unit front panel alarm activated for the recall action. The issue occurred during the preparation of a therapeutic gall bladder surgery procedure, which was completed using a similar device without any delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. There was no associated with the alleged defect (as per the customer¿s indication). Olympus will continue to monitor field performance for this device.